Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad) using a 3.00x15mm trek rx balloon dilatation catheter (bdc). Reportedly the trek balloon was inflated one time to 8 atmospheres; however it was unable to be deflated. The device was removed from the anatomy completely inflated and replaced with a unknown dilatation balloon catheter. There was adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported failure to deflate could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon did not deflate resulting in the balloon being removed inflated. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use (IFU), states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is unlikely that the IFU violation contributed to the reported complaint. Based on the reported information and results of the complaint investigation there is no indication the reported failure to deflate is related to a potential product quality issue. Return device analysis noted a balloon rupture on the returned device. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, it is likely that the noted balloon rupture contributed to the reported failure to deflate; however, a conclusive cause for the noted balloon rupture could not be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017/incorrect removal.